Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening extended on posterior, red particles in the shell and gel and underweight. A visual and microscopic analysis was performed which identified: striated opening on patch. Base on the device analysis the final assessment is: a striated opening assessed as a surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient concern with the product.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional additionally reported a rupture. Device has been explanted.